Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.3., h.6. Visual evaluation: visual analysis of the photographs identified: ¿ creases ¿ deformation device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.